Manufacturer narrative:
D4 primary UDI number was revised. D9 device was returned and date received was added. H6 type of investigation code was updated due to the device being returned. H11 updated additional manufacturer narrative due to device being returned. The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed.

Manufacturer narrative:
D4 revised.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Additional information has been provided in h3. The cause of catheter kink was most likely patient related due to subclavian calcification and as evidenced as a catheter kink resulting from the resistance during delivery. The cause of the delivery issue was most likely patient related due to subclavian calcification and as evidenced as a catheter kink resulting from the resistance during delivery.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that a patient was implanted with an impella 5.5 via left surgical axillary/subclavian artery for mechanical circulatory support. The device was implanted to the body but was unable to get across a calcified subclavian takeoff. Lubricants, buddy wire, and manual were all tried. When the device was explanted, it was noted that the catheter had curved at the motor housing and the surgeon was concerned that the device would flip in the body from the other side. No patient harm was noted.